Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up, post-paced t wave oversensing was observed. Programming changes were made. Patients condition was good.